Event description:
Procedure: nephrectomy. According to the reporter: surgeon was using the endo retract with the fingers not open and with no articulation. It was being used underneath the kidney to lever it upwards. When doing this, the instrument broke and a piece of black plastic broke off and fell into the pt. The piece of plastic could not be retrieved. Some time was added to the procedure to try to find the piece of plastic. There was no additional blood loss.

Manufacturer narrative:
(B)(4).